Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. W/o the return of the product, no definitive conclusion can be made regarding the clinical observation. The product remains implanted at this time.

Manufacturer narrative:
Additional information received that 58 months post implant of this bioprosthetic valve, the patient presented with thoracic pain on the left side at rest. Patient was noted to have significant increased right ventricular outflow track gradient to 26mm hg and pulmonary insufficiency due to stenosis. The stenosis was leading to stent fractures. Anterior calcification was also noted to be causing a fixation of the valve. The physician reported deformation of the valve. At 59 months post implant, the patient had pre-stenting of the pulmonary valve with a covered cp stent, 45 mm in length on a balloon in balloon catheter in the pulmonary valve area and in the right ventricular outflow tract. The patient then had implantation of another 20mm transcatheter bioprosthetic valve via a valve in valve procedure. Post dilatation of valve was performed using an atlas balloon, 20 mm. The implant was successful and no further adverse patient effects were reported. Conclusion: prominent mechanical stresses on the outflow tract stent appear to be associated with an increased risk of stent fracture. In this case, it was reported that shear stress due to residual stenosis led to the stent fracture. Anterior calcification was noted and also led to fixation of the valve. (B)(6). (B)(4).

Event description:
Medtronic rec'd info that this bioprosthetic valve, implanted two yrs, revealed four type I stent fractures on fluoroscopy. None of fractures required intervention. No adverse pt effect was reported.